Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 0293166. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported when using the bd posiflush¿ syringe there was leakage. The following information was provided by the initial reporter. The customer stated: "nursing staff opened the new packaging prefilled type syringe for the patients seal tube. At the end of the intravenous infusion syringe leakage was found."